Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - provisional bottom. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged and the lateral feature of the tasp has fractured off. All pieces were returned. The device history records and receiving inspection reports were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Complaint is confirmed via product review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument cracked while trialing during surgery. Both cracked pieces were recovered and removed from the field. No remnants left behind, no delay to surgery, and no affect on the patient.